Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown baclofen via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the caller (hcp) stated that the patient's pump had been alarming every 10 minutes for the last 6-7 months despite the controller reporting that the pump still had volume in it. The caller stated that they refilled the pump today ((B)(6) 2026) and reprogrammed it and they got what was expected from the reservoir. The patient had not had any symptoms. The agent asked if the caller heard the alarm when the patient was there and the caller said they did twice but the patient was not there anymore. The patient was coming back next week for an x-ray "or something." The issue was not resolved through troubleshooting. The caller was not with the patient. Technical services (ts) recommended checking the "home" tab on the tablet for silencing active alerts. Additional information was later received from the healthcare provider (hcp). It was reported that the cause of the pump alarm was not determined. After reprogramming, the alarm stopped. The alerts did not report an alarm had occurred. The hcp confirmed the pump alarm issues resolved. They stated since the device was otherwise functioning as expected, they would just report any more alarms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.